Event description:
Home pt (hp) contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of hp's homechoice machine during dwell 1 of automated peritoneal dialysis (apd) therapy. Reportedly, hp was connected at the time of alarm and didn't disconnect at any point during treatment. Hp does use 2 pt extension lines during therapy in combination with a standard homechoice set. The pt line extensions are always added prior to initiating the prime cycle. Hp always has 2 left over supply lines which are clamped off during treatment. Outlet port clamps are used during supply bag/supply line connections. Hp noted after the prime cycle (prior to connecting to the setup) that one of the supply bags had inflated with air. Hp actually watched the supply bag fill with air, the bag was not like this when hp connected it to the setup. Hp called tsc to make sure it was okay to go ahead with therapy. Hp was told "it's just a little air, you should be fine". Hp continued with therapy. In dwell 1 when hp received the se2240 alarm the supply bag was still inflated with air. Per hp, no pt injury or medical intervention was associated with this incident.